Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056664r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information received from a consumer family member regarding a patient receiving dilaudid (10mg/ml at 12.262mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported that the pump was alarming, started in (B)(6) 2015 (exact date was unknown). The patient usually got a refill every 26 days. The healthcare provider (hcp) made a "mistake" and the patient went 35 days and was alarming. It was noted that the patient did not miss a refill but that the hcp made an error and the patient went longer then on their refill interval than usual. The patient went along with it, but when the hcp "removed the medication there was very little in there." The patient was refilled on (B)(6) 2015 and the issue was resolved at the time of refill. The patient was getting one vial in the pump and was now getting two vials. The caller did not understand why. The low reservoir alarm date was set for (B)(6) 2015, with refill interval of 30 days and the next refill date scheduled for (B)(6) 2015. No symptoms were reported.